Event description:
It was reported that pump battery depleted rapidly and required more frequent charging than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and technical support could not confirm the reported battery issue, so no further action was taken and no additional information was received regarding the outcome of the event.